Manufacturer narrative:
Manufacturers ref#: (B)(4). Summary of investigational findings: the investigation is based on the returned filter and the imaging provided. It was reported that the filter tilted a little during placement and 6½ months later the filter had migrated and perforated the vena cava. The filter was surgically removed, but filter had perforated into vena renalis and the patient got a urinary infection and stayed for intensive care. The filter was returned for investigation and was found severely damaged with only one primary leg normally shaped. One secondary leg bent upwards to an almost straight position and all the other filter legs were misplaced and out of shape. Based on the information provided the exact reason for the damaged filter cannot be determined, but according to the below image review it likely occurred during surgical removal. Four low quality images were submitted for review. The first image, presumably at time of ivc filter deployment, demonstrates what appears to be the deployment sheath via a jugular approach with the tip of the sheath positioned at the midportion of the l2 vertebral body. There is excreted contrast opacifying the right renal collecting system which appears mildly redundant and prominent, especially at the proximal ureter. There is a celect platinum ivc filter located to the right of the spine demonstrating approximately 25° of rightward tilt relative to the posterior spinous processes. The maximal distance between the primary filter feet measures 22 mm. The primary and secondary filter legs all appear to be relatively normally aligned. Penetration is not evaluated on this single image given the lack of contrast within the ivc. The relationship of the ivc filter hook and the ostium of the right renal vein is not appreciated in the absence of intravascular contrast. The next 3 images include 2 axial slices from a contrast-enhanced CT scan and a coronal reformat from the same data set. The time frame between the CT and the fluoroscopic image was ~6.5 months. The CT images demonstrate an ivc filter, presumably the celect platinum ivc filter, with increased rightward tilt relative to the vertebral column. Only partially imaged on the coronal reformats, the tilt measures somewhere greater than 30 towards the right. There also appears to be grade 3 interactions with the wall of the ivc abutting the posterior portion of the duodenum as well as likely the aorta. There does appear to be minimal aortocaval haziness, but this is difficult to confirm on the limited images submitted for review. The hook of the ivc filter abuts the 7:00 region of the wall of the ivc. It is difficult to determine if this extends through the wall of the ivc or potentially through the wall of the renal vein. What appears to be a portion of either the renal vein or potentially still portion of the duodenum is immediately adjacent to this area. Assuming the ivc course approaches a parallel orientation to the posterior spinous processes, the tilt would be considered very significant and would not only decrease the efficacy of the filter if left in this position, but also increase the risk of perforation. There is no explanation as to why the filter was left in this position, but the complaint report does state that the filter was tilted at deployment, "a little bit", apparently mitigating the potential consequences of leaving the filter in this position. The cause of filter tilt is indeterminant given the provided images. There could have been an issue with how the filter was deployed/released from the deployment system, or the location where the filter feet landed in the ivc. None the less, it was the initial filter tilt that directly contributed to the development of worsening tilt and penetrations requiring surgical removal of the filter. The complaint report also states that the filter migrated over time, which is typically defined as greater than 1-2 cm craniocaudal change in position, not necessarily related to the degree of penetration that was present. Migration of the filter cannot be confirmed nor refuted on the images submitted for review. The filter was removed surgically. There is no comment if an endovascular retrieval was attempted. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Similar to device under PMA/510(k) k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: filter migrated into vena cava wall. After 6 1/2 month the patient came back to control the filter. Unfortunately the filter migrated and perforated the vena cava. Patient had open surgery to explant the vena cava filter. Patient get an perforation from the filter into the vena renalis before op - therefore physician must alloy/close the vena renalis and patient get an urinary infection and stays in the intensiv station. Open surgery to explant the vena cava filter.